Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device could not secure the cutting device, the device would run in the locked position, the device was generating heat, the hose was damaged/cut near the muffler area, the locking component, lock cylinder/pawls, pawl release, tube housing and the motor cylinder were damaged, and the pawl shaft was damaged/driven. It was further determined that the device failed pretest for hose verification, cutter lock, safety, and temperature. Therefore, the reported condition that the drill bit device would not sit correctly in the motor device was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the drill bit device would not sit correctly in the motor device. During service and evaluation it was determined that the motor device was generating heat and the device would run in the locked position (powerbroken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.